Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and glares/haloes. Due to excessive vault and glares/haloes, the lens was exchanged for a shorter length lens. This resolved the problem. Cause of the event was reported as device. Here are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).